Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device with a microscope and found that the reported phenomenon was not duplicated. In addition, omsc found the followings. There was no abnormality on the exterior of the subject device. It was the same and no abnormality on the subject device compared with another (B)(4). There was no abnormality on the subject device when connected according to the manual. As the investigation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during preparation for use, it was found that the brush bristles were missing vertically in two rows (both sides). The subject device was brand-new product. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc found that the followings. The brush section was bent. The brush bristles were lying down. The brush bristles were not missing. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation, there was the possibility that this phenomenon was attributed to the brush bristles looked like missing due to there were separated by the lying down. Therefore there was no missing the brush bristles, it was not the reportable event. The lying down of the brush bristles might be attributed to the external force or such as pressing force was applied during storage because the subject device was stored for approximately four years.